Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector port. Analysis also noted that the hanger was broken, the keypad window was scratched, three case screws were contaminated, and both display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. There was no patient involvement.